Event description:
The user reported leakage from the smartsite valves. It is not known whether this was identified during priming or during an infusion as we have been unable to get further clarification of the event from the user. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The customer's complaint of leakage was confirmed. Visual inspection found the smartsite valves oval in appearance. Previous investigations have shown that any external heat source introduced to the component that brings the component temperature above 143.6 degrees f (62 degrees c) could potentially provide enough heat to produce this defect. We label the product for a maximum temperature of 125 degrees f. A review of the manufacturing process, sterilization process, and storage conditions for this product/lot number has not found a potential root cause for this excess heat. The manufacturing site of the smartsite component has speculated that excess colorant during the molding process might be a contributing factor towards causing this failure mode. Preventative actions have ben put in place at the manufacturing site in order to make the addition of colorant more consistent during the molding process. A review of the complaints database has identified that there have been previous complaints for oval smartsites; however, all reported instances so far have been raised in (B)(6) during (B)(6). Smartsite is sold worldwide in large quantities and it is unusual to see a trend such as this. It is possible that a source of excess heat during local storage or transit in (B)(6) could be the cause of these oval smartsite complaints. Cardinal health will continue to monitor incoming feedback to ensure that a trend is not developing further and operations staff will continue to monitor the assembly process, sterilization process, and storage and transportation conditions to ensure that future products cannot be exposed to excess heat in future.